Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the catheter tip was burr.

Manufacturer narrative:
H.6. Investigation summary: one sample was received, it can be seen that the needle is through the catheter and the catheter contains silicone droplets. For needle defect through the catheter a probable cause for the defect would be catheter bending and incorrect air blowing at station # 4. For the visible silicone defect, it has been found that the root cause of this catheter defect is caused by the excessive amount of silicone that is dispensed during catheter siliconization and the final assembly process. There is a correction project open (CAPA 450094) for the excessive silicone issue, to look for ways to correct. It is noteworthy that a detailed analysis of these defects would require the lot number. H3 other text : see section h.10.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) angiocath experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: the catheter tip was burr.